Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) initial analysis of the return found burn marks on the tape which covers the capacitor electrical connector (cec). The bottom capacitor of the twin was noted to be electrically open and a bulge was seen on the bottom capacitor during the process of removing the capacitor from the device. The cec shows clear signs of shorting between the capacitor wire and one of the metal parts of the cec which should have been covered with plastic during the cec molding process. The short would have prevented charging of the high voltage capacitors. The ultimate cause of this short has not been determined at this time. We did receive performance data collected from the device and have analyzed the data. One power on reset (por) for firmware initiated a por with no reason code, on (B)(6) 2010 at 05:05:51. One patient alert for device circuit error occurred on (B)(6) 2010 05:05:51. Two patient alerts for charge circuit timeout occurred on (B)(6) 2011 22:39:55.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned, analyzed and the analysis was inconclusive. The lab personnel noted that a por on (B)(6) 2010 cleared any previous explant data. Vf detections were also left on after explant. Episodes and charging continued post explant which over wrote any episode data that occurred between (B)(6) and explant. The charge data around the charge time out is no longer in the device memory.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and the analysis showed the capacitor was damaged. . The lab personnel noted that a por on (B)(6) 2010 cleared any previous explant data. Vf detections were also left on after explant. Episodes and charging continued post explant which over wrote any episode data that occurred between (B)(6) and explant. The charge data around the charge time out is no longer in the device memory. We did receive performance data collected from the device and have analyzed the data. 1 power on reset (por) for firmware initiated a por with no reason code, on (B)(6) 2010 at 05:05:51.1 patient alert for device circuit error occurred on (B)(6) 2010 05:05:51. 2 patient alerts for charge circuit timeout occurred on (B)(6) 2011 22:39:55.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and the analysis was inconclusive. The lab personnel noted that a (B)(4) on (B)(6) 2010 cleared any previous explant data. Vf detections were also left on after explant. Episodes and charging continued post explant which over wrote any episode data that occurred between (B)(6) and explant. The charge data around the charge time out is no longer in the device memory. We did receive performance data collected from the device and have analyzed the data. 1 power on reset (por) for firmware initiated a por with no reason code, on (B)(6) 2010 at 05:05:51.1 patient alert for device circuit error occurred on (B)(6) 2010 05:05:51. 2 patient alerts for charge circuit timeout occurred on (B)(6) 2011 22:39:55.

Event description:
It was reported that the device registered many ventricular tachycardia episodes, but there was no charge delivered. A patient alert was triggered. In the quick look there was no connection with the capacitor and the charge circuit. All detection were automatically turned off. The device was explanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device registered many ventricular tachycardia episodes, but there was no charge delivered. A patient alert was triggered. In the quick look there was no connection with the capacitor and the charge circuit. All detection were automatically turned off. It was further reported that upon interrogation two messages appeared on the screen. One showed "no data end of service" and the other showed "replaced device." The device was explanted. No patient complications have been reported as a result of this event.